Manufacturer narrative:
A philips remote service engineer (rse) assisted the customer. The biomed reported there was no sound due to a speaker malfunction. The rse ordered a replacement speaker assembly, which was shipped to the customer¿s site to resolve the issue.

Event description:
It was reported that a speaker malfunction occurred and it was confirmed that the speaker emits no sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.